Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right atrial (ra) lead was dislodged. Dislodgement was confirmed by fluoroscopy and pacing system analyzer. The ra lead was not used. The physician continued with another ra lead and completed the procedure. There were no patient consequences.